Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model #: previous version or model #: servo-I, corrected version or model #: 6487800. On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the replacement of the o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The reported issue was confirm in provided device's logs - several test failed pre-use check. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
Manufacturer's ref. #: (B)(4).